Event description:
Customer reported set had a pin hole leak. No patient harm was reported and no medical interventions were required/performed. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer's experience of a leak was confirmed. The cause of the leak was due to a tear in the silicone tubing at the upper fitment. A crush mark was observed on the upper fitment. The cause of the tear was undetermined. The lot number was undetermined but based on the smartsite laser number, this sample was manufactured between august 24, 2010 and august 25, 2010.